Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges are initially filled with 480 units, and after 1-2 days of normal delivery, the insulin gauge is almost empty. However, the customer was able to withdraw approximately 100 units from the cartridge. At the time of the call, the customer was not experiencing a current issue with the fill estimate. There was no impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support show several occurrences of the fill estimate decreasing significantly within several hours. It was confirmed that the customer will continue using the pump until the replacement pump arrives.